Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part 03.008.010, lot 8428705: manufacturing site: haegendorf. Release to warehouse date: september 03, 2013. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: a product investigation was completed: many scratches are present all over the device furthermore, due to the severe use, the identification numbers are still visible but slightly faded. Even if the device was clearly used for many times, it still looks able to properly function. Functional tests were performed. The device passed all the tests performed and for this reason the complaint could not be replicated. In order to perform the investigation, the relevant documents, valid when the device was manufactured, have been analyzed. The manufacturing process was executed according to the analyzed documents and no anomalies were identified. According to evidence is not possible to address the final root cause to a manufacturing issue. Most likely a mishandling of the device led to the opening of this complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported on an unknown date that the patient underwent for hindfoot arthrodesis nail procedure. During the surgery, the jig and sleeves were not aligning with the nail and it made difficult to drill through the tibia for the 2 (two) most proximal screws. The drill bit was tapped in with a mallet and screws were firing medial to lateral, there was 25 minutes delay. The surgery was completed successfully. There was no patient consequence. Concomitant device reported: unknown insertion handle (part#: unknown, lot#: unknown, quantity: 1). This complaint involves four (4) devices. This report is for (1) aiming arm adapter for hindfoot arthrodesis nail-ex. This is report 1 of 3 (B)(4).